Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case was cracked on front right corner, the right plunger case was cracked, and the bottom case gasket was damaged. A review of the event history log indicates the pump was delivering. Allegation cannot be confirmed. There were multiple pressure increasing - check infusion line alarms followed by travel coarse error - check clutch/plunger lever in history. During functional testing all sensors were within specifications, occlusion test and accuracy test and 12 hour run and all passed. The root cause of the reported problem was not found or confirmed. Device operates within specification. Replaced force sensor as a preventative measure for pressure increasing alarm. Replaced lead screw, clutch spring and both clutch halves as a preventative measure for travel coarse error - check clutch/plunger lever. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed. Pump will be converted to loaner pool.

Event description:
Information was received indicating that while in use, a smiths medical medfusion pump exhibited an alarm for pressure increasing ? Check infusion line and an alarm for travel course error - check clutch/plunger. It was also reported that the patient received little to no fentanyl. No patient consequences were reported. No adverse effects were reported.